Event description:
It was reported the ems was used during a laparoscopic hernia. The staples jammed. The surgeon stated the staples would not release from the ems stapler. Another ems was opened to complete the case.